Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
It was reported that prior to a total hip replacement starting, the scrub nurse found the offset reamer handle had a large plastic bubble inside and doesn't allow the reamer to be put together. A back up device was available in the facility. No delay was caused. No adverse events to the case.

Manufacturer narrative:
Product complaint # (B)(4). Clinician review for reportability downgrade, as it was not originally known but has been since determined that according to the supplier, ¿this is a device manufactured by viant for another customer.¿ given there was no patient injury or consequence, there is no reporting obligation for this event.